Manufacturer narrative:
The device referenced in this report was returned to olympus for evacuation. The evaluation found the grasping section could not open or close due to the detachment of the control handle axis pin. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM investigation found that the handle which aligns the probe with the teflon jaw was rotated and misaligned.

Event description:
Olympus was informed that during an unspecified procedure, the handle was sticking. There was no report of pt injury. No additional information was provided.